Manufacturer narrative:
Results: evaluation of the attached photograph shows that blood had passed through the stopper on the end of the plunger of a blood gas syringe. Blood was also present on the blue rubber cube which the needle had been pushed. (B)(4) unused syringes were returned, so these were drawn with horse blood, and left standing upside down for 30 minutes. No blood leaked through the stoppers during this time. The needles were then pushed into the blue rubber cubes and stood for a further 30 minutes on the cubes. Again no blood leaked from the needles or syringes during this exercise. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: evaluation of the returned syringes did not replicate the customer¿s defect mode, but the attached photo showed a defective syringe which had allowed blood to pass through the plunger and leak from the syringe.

Event description:
It was reported that bd preset¿ syringe with attached needle had blood leakage from stopper and also needle tip. Needle tip had been put into the green rubber cube and still leaked. No injury or medical intervention reported.